Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump user had a blood glucose of 350 mg/dl about 40 minutes after initial training and start, and a caregiver asked how to verify whether the pump had delivered insulin; no device data were visible in available reports at the time, and the user was advised to review pump history, algorithm steps, and insulin on board to confirm recent dosing. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, hospitalization, or alarms. Investigation included review of available data sources and attempts to add the device to reporting to retrieve pump data, along with user-directed troubleshooting to check delivery history. Investigation of this case revealed no accessible pump data at the time of the call and no evidence of device malfunction, with the cause of hyperglycemia remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.